Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility report (B)(4) received states that the patient was admitted for gastrointestinal bleeding with symptomatic anemia, lightheaded, dizziness in the setting of supra therapeutic inr. Hemoglobin level was 7.1 g/dl. Inr was 2.4 on (B)(6) 2018 (time of initial discharge post-implantation of the lvad). At the time of the event, the patient was off aspirin. Gi workup was negative, colonoscopy and egd was completed. Hemoglobin was drifting down, the patient received 2 units of prbc over 24 hours. Anticoagulation therapy was resumed, aspirin on hold. Patient has a history of ischemic colitis and concern for mesenteric atherosclerotic disease. The patient remains stable as (B)(6) 2018. The device was in use. No further information was provided.